Manufacturer narrative:
Legal claim was received from lawyer on behalf of plaintiff on 12-jul-2016: essure was inserted in (B)(6) 2010. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report is under litigation. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and experienced pain which was unbearable. The event pain was unbearable is considered serious due to medical importance and listed in the reference safety information for essure. Pain may occur during and following the micro-insert placement procedure. In this case, pain occurred an unknown time after essure insertion. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since consumer underwent a hysterectomy in order to remove essure coils. Additionally, non-serious event problems with essure was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) old female consumer in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) implanted. She is mother of two. She said essure was the worst decision of her life and she knows 100%, without a doubt, her pain and her problems was caused by essure. The pain was unbearable. In (B)(6) 2014 she underwent a hysterectomy to remove the essure coils. No further information was provided. Follow-up received on (B)(4) 2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) implanted and experienced pain which was unbearable. The event pain was unbearable is considered serious due to medical importance and listed in the reference safety information for essure. Pain may occur during and following the micro-insert placement procedure. In this case, pain occurred an unknown time after essure insertion. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was regarded as incident since consumer underwent a hysterectomy in order to remove essure coils. Additionally, non-serious event problems with essure was reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.